Manufacturer narrative:
Evaluation is progress, but not concluded.

Event description:
During use for cardiopulmonary bypass, the roller pump rotation was accompanied by an unusual "ticking" sound. Investigation by the hosp engineering staff discovered that the pump motor was difficult to turn. There was no reported adverse consequence to the pt as a result of this event.